Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardioverter defibrillator in backup operation post off label MRI procedure. The device was successfully restored. The patient was stable.